Manufacturer narrative:
(B)(4).the analysis found that the device was received in good visual condition and with a white reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties noted. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device opened and closed without any difficulties noted. Please note that in order to open a device, a complete reverse stroke (trigger to trigger) needs to be performed to reset the instruments firing mechanism and unlock the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, after completing the firing strokes of the second firing, it was found that the device cut but no staples formed. A white reload was used for this and the previous firing. The site was closed with sutures. The procedure was delayed 60 minutes as a result of this. No adverse impact to patient reported and the patient was stable following the procedure. The procedure was done laparoscopically. The surgeon was firing on small bowel tissue, and therefore used a white reload, which is not unusual. The rep was not present for the case. He has met with the surgeon since and there was nothing unusual noted during the firing or procedure. The device did open with no problems.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.